Event description:
It was reported that balloon rupture occurred. The chronically totally occluded target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After the guidewire was crossed, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was successfully completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 34mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The chronically totally occluded target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After the guidewire was crossed, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the initial inflation at (B)(4) atmospheres, the balloon ruptured. The device was removed, and the procedure was successfully completed with another of same device. There were no patient complications nor injuries reported.